Manufacturer narrative:
A philips remote service engineer (rse) indicated that the x2 device was being used in companion mode with a bedside monitor. The bedside monitor was able to produce sound while the x2 was connected, however, it was unknown if the speaker on the x2 device itself was able to produce sound; no further information was available, regarding the sound. The rse determined that the speaker needed to be replaced on the x2 device; therefore, a replacement speaker assembly was sent to the biomedical department. Based on the information available and the testing conducted, the cause of the reported problem is considered to be a faulty speaker. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a loudspeaker fault alarm. It was unknown, if the speaker was producing any sound. The device was not in clinical use at the time the issue was discovered; the occurred at the time of the installation of the room, before connecting it to the patient. No adverse event or patient harm was reported.